Manufacturer narrative:
(B) (4).

Event description:
It was reported that the dbs system caused the patient to become depressed and suicidal. The patient was hospitalized for suicidal tendencies associated with dbs. The stimulator was turned off by the physician on (B) (6) 2009 and the doctor told the patient that "dbs causes you to commit suicide. The patient expressed concern that she was not made aware of the increased risk of suicide and depression with dbs patients.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, lot# v011075, implanted: (B)(6) 2006, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
<(><<)>Additional information received reported the patient stated that she had to live with something in her that would never work and inquired why the deep brain stimulator that was put in on the same side done wrong.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient started having suicidal thoughts and got very depressed. She went to the healthcare provider¿s (hcp) office, where they turned off her therapy and transferred her to the ¿narcotics floor¿ at a hospital. The hcp never told the hospital the patient¿s history or medication she was taking for her dystonia and parkinson¿s. Her husband discharged her and she went into a dystonic state and her parkinson¿s got bad.